Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient´s wife thought that the receiver wasn't working because it didn't alarm in advance for an hour. The cgm alarmed around 5:00 a.m. In the morning. The patient´s wife went down to drink, she heard a noise like someone falling on the floor. She went to the bathroom and found the patient in the bathroom; he fell on the shower and passed out. The spouse called the paramedics when they arrived they took a bg reading which was 39 mg/dl and the cgm reading was 79 mg/dl. The paramedics treated the patient with medication by injection, but the wife wasn´t sure what type of medication it was. The patient was taken to the hospital and treated there with IV glucose. At the hospital the cgm reading was 189 mg/dl and the bg reading was 148 mg/dl. They performed a cat scan in the hospital and diagnosed a brain bleeding. The patient was admitted to the intensive care unit (ICU) and they put a catheter for urination on. At the time of the report the patient was stable but was still admitted to the ICU on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.